Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13072). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The physician attempted to interrogate the ICD with two programmers. A telemetry test was unsuccessful. Replacement of the ICD was recommended. Two weeks later the patient presented to the emergency room due to severe shortness of breath. The ICD was not pacing and the patient had emergency device replacement. The physician noted the ICD was at premature eri. The patient was stable after the event.